Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008: tlifl2-3 and l3-4 with posterior lateral fusion and laminectomy at l2 and l3. On (B)(6) 2008 patient reports some lumbar pain, bilateral hip/leg pain (B)(6) 2009 3 months post op patient having difficulty walking, getting very tired and weak after walking. Neck pain, numbness and pain in right arm; unable to see from right eye, very blurred vision. On (B)(6) 2009 preoperative diagnosis: abdominal pain, reflux, and change in bowel habits. Esophagogastroduodenoscopy to the third portion of the duodenum with colonoscopy biopsy of gastric antrum

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: the patient was pre-operatively diagnosed with l3 burst fracture and underwent transforaminal lumbar interbody fusion with interbody caging, instrumentation, bmp (bone morphogenic protein) and allograft.